Manufacturer narrative:
Age at time of event, date of birth; corrected data: an implant card was received indicating that the patient¿s date of birth was incorrectly reported on the initial manufacturer report.

Event description:
It was reported by a nurse that a vns pt had vns removed on (B)(6) 2003 (the distal part of the electrode lead and the vagal nerve generator) due to the pt leads coming "unhooked" which were poking the pt and were palpable. Also the pt was reported to have no benefit noted from the vns. Additional info was received from the reporting nurse indicating it was unk if pt manipulation or trauma to the device could have caused the lead to be poking the pt and be palpable. Moreover, there was no documentation of high lead impedance being read due to the lead coming "unhooked". Furthermore, another nurse was involved and she found lead test normal at 3. The reporting nurse further stated that "unhooked" was an improper term used when reported the event. The nurse provided the surgical exam which stated: "the pt now has electrode leads in the subcutaneous tissue in his chest, which he says are painful and re certainly palpable and visible. I have told the pt that the options at this point are to remove the generator and leads, or to move them into a more satisfactory position on the chest wall. The pt says that because he has not had any change in the frequency of his generalized seizures, he would prefer to just have the device removed. His caretaker, who came with him today, agrees with this and feels it would be better to have this removed. She also states he has pain in his left teeth and his left ear whenever the stimulator is on, which the pt finds uncomfortable." The surgical report was also provided and indicative of the following: "the previous incision was reopened by excising the previous scar and then extending the incision down through the subcutaneous tissue with bovie cautery until we identified the vagal nerve stimulator and the leads attached to it. The leads were quite adherent to the anterior pectoral sheath, and they were dissected free from this using bovie cautery. We then divided the lead using mayo scissors, and the generator and the distal part of the leads were removed from the wound and discarded."